Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), explanted: product type recharger product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the battery had moved and was un comfortable. The patient stated that the leads felt bunched up by the battery and when they charge the components get hot. There were no external or patient factors known to have contributed to the issue. The patient was going to be checked by their managing physician and the issue was not resolved at the time of the report.

Manufacturer narrative:
Event date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins itself was heating during the last 5 ins charging sessions, and the implant also gets hot outside of charging. The patient said she could see that the wires in the spine were 'bunched' up, and reported the recharger had gone completely blank during implant charging sessions. The implant was taking longer to charge (2 hours from empty to full) and now the patient was charging the ins twice a week. The patient informed a manufacturer representative (rep) about charging twice per week and the rep said the patient's settings shouldn't be causing her to charge that often. During the call the patient reset controller and controller connected with implant wirelessly just fine, both implant and controller battery were in the green. Damage was found to recharger telemetry module (rtm) cord itself, the rtm paddle had pulled away from the cord. A replacement rtm was sent out. No symptoms were reported.